Manufacturer narrative:
The serial number of the air floss was not provided. Device manufacturing date not available due to the air floss not being returned.

Event description:
Consumer called stating that the nozzle came off of their airflosspro/ultra and they got philips sonicare solution in their eyes. Sought medical treatment for scratched cornea.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. The safety data sheet was sent to the customer indicating that the (B)(6) mouthwash may result in eye irritation or redness and to rinse with water immediately, but no immediate medical or special treatment needed.